Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.

Event description:
On (B)(6) 2013, when the battery was inserted into the small battery drive, it spun without being triggered. The product was not used in surgery. There was no patient involvement and no harm to user reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. Reliability engineering evaluated the device, and the reported problem was confirmed during testing. The unit exhibited damage to the motor - ecu that was consistent with immersion in water. This condition is indicative of improper cleaning of the device. We recommend that the user review the cleaning and maintenance procedures for the device. Proper cleaning and maintenance are required in order to ensure trouble-free operation.

Event description:
This is 1 of 1 report for complaint (B)(4).